Manufacturer narrative:
The lead has not been returned; therefore, product analysis could not be performed. However, the reported observation have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported in a journal article that during a period from 2015 to 2020 they followed numerous pediatric patients, that underwent transvenous right ventricular (rv) lead extractions. There were 28 patients with a total of 41 rv leads extracted and discarded. New information was provided by the physician who wrote the article. The physician reported that 2 (of this specific models) rv leads, where explanted. The physician was not able to provide any serial numbers for this model. There were 1 patients with lead dislodgement, retention of small lead fragments <4 cm was observed and 1 patient with an unspecified malfunctioning, the rv leads were all discarded. Besides surgical intervention, no adverse patient effects were reported. At this time no additional information is available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in a journal article that during a period from 2015 to 2020 they followed numerous pediatric patients, that underwent transvenous right ventricular (rv) lead extractions. There were 28 patients with a total of 41 rv leads extracted and discarded. New information was provided by the physician who wrote the article. The physician reported that 2 (of this specific models) rv leads, where explanted. The physician was not able to provide any serial numbers for this model. There were 1 patients with lead dislodgement, retention of small lead fragments <4 cm was observed and 1 patient with an unspecified malfunctioning, the rv leads were all discarded. Besides surgical intervention, no adverse patient effects were reported. Several attempts to obtain the model/serial of the leads, no additional information was received.